Event description:
During myspine mc l5 surgery, at the end of the insertion of the screw, a bone fracture occurred. The surgeon felt high resistance while inserting the screw. The screw was implanted into the patient and the surgery was completed successfully. Patient's bone quality normal. Diameter for the tapping used: 5mm at first, then 6mm, finally 7 mm was used.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2224959: 20 items manufactured and released on (B)(6) 2022. Expiration date: 2027-09-08. No anomalies found related to the problem. To date, 2 items of the same lot have been sold without any similar reported event during the period of review. Mysolution planning review. Our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.